Event description:
Pt had port implanted on 9/25/92. On 8/19/96, the pt was admitted for neck and supra cava swelling and shortness of breath. CT scan revealed extensive thrombosis in the superior vena cava and left brachial cephalic vein around the catheter. Physician notes state that port flushed intermittently.